Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient's log files showed transient power elevations greater than 10 watts on (B)(6) 2022 at 1209, on (B)(6) 2022 at 1036, and (B)(6) 2022 at 1633. These higher power were all associated with pulsatility index (pi) events. The cause of the elevated pump power was reported to be unstable hemodynamics due to significant gastrointestinal bleed. The patient was admitted to the hospital on (B)(6) 2022 for esophagogastroduodenoscopy, colonoscopy, and pill camera procedures. The patient experienced pallor, dizziness, dyspnea, and fatigue with low hemoglobin levels of 5.7. The patient received a transfusion of packed red blood cells which resolved the elevated pump power. Bleeding was thought to start approximately one week before admission. The patient passed away on (B)(6) 2022 while in hospice. The cause of death was not provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed transient elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported gastrointestinal (gi) bleeding could not be conclusively established. The submitted log files collectively contained data from 30aug2022 through 04oct2022. Transient elevations in pump power and flow were observed on (B)(6) 2022 with values reaching up to 13.5 watts and 12 liters per minute (lpm), respectively. No other notable events, alarms, or fluctuations in pump parameters were captured. The pump appeared to function as intended and operated above the low-speed limit for the duration of the files. The death was not considered to be device related and the device had operated as expected. Hmii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jun2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists bleeding and death as adverse events that may be associated with the use of the heartmate ii lvas. Section 1 also addresses all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as anticoagulation modifications in the event there is a risk of bleeding. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.